Event description:
The customer stated they have observed erratic qc results on the cell-dyn 1800 analyzer and have had discrepant patient results. One patient generated a hgb result of 7.3 g/dl but when the sample was tested at a reference laboratory using a sysmex instrument, a hgb result of 14.9 g/dl was obtained. The account believes the sysmex result to be correct. Cell-dyn qc was within range on the day of testing but the customer had to run the normal control three time before the hgb parameter recovered within range.